Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: for "the gastric portion of the anastomosis was not properly formed", could you please provide more details? On the gastric side of the anastomosis a complete donut was not fully formed. Where within the gap setting scale was the orange indicator prior to firing? About halfway. What confirmation was received that the device was fully fired? Breakaway washer- sounds and tactile feedback as well as green illuminated checkmark. Did the device staple? Yes. Was the staple line complete? To my knowledge, yes. Were there any staples missing from the staple line? Unknown, no mention of it what was the shape of the staples (b-formation, irregular, legs straight)? Unknown, typically 3-d staples. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? On one side yes, on the gastric side no. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? No, gastric side was not how many counter-clockwise revolutions were used to open the device? 2 full 360-degree rotations. How was it confirmed that the anvil was free from the tissue prior to removing? Yes. After firing was the adjusting knob turned ½ to ¾ revolutions? No, it was turned 2-full-360-degree rotations. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr. B. Who removed the device? Dr. B. Was the safety reset prior to removal? Unknown. What was the users experience with the device? Out of the ordinary and worrisome. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an esophagectomy the device would not fire. The anvil was properly attached. A new device was used to complete the case, but the gastric portion of the anastomosis was not properly formed. They oversewed to correct. There were no patient consequences.